Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customers wife stated that customer tubing on the infusion set and it was broke while customer was asleep. Customer stated the infusion set tubing came apart on the right abdomen and detachment occurred at 6 in from quick release. Auto mode feature information was unknown. Customers last blood glucose reading was 445 mg/dl. The insulin pump will not be returned for analysis.